Event description:
This case was initially received via regulatory authority (FDA /manufacturer and user facility device exp, reference number: mw5074474) on 01-feb-2018. The most recent information was received on 22-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('perforated fallopian tube') in a (B)(6) year-old female patient who had essure (batch no. 627751, 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cycle abnormal, vaginal discharge, vaginal odor, hot flushes, per vaginal bleeding, vaginitis bacterial, venereal disease nos and bloody vaginal discharge. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with abdominal pain lower, menorrhagia ("heavier menses"), speech disorder ("irregular speech") and feeling abnormal ("brain fog"), 8 years after insertion of essure. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menorrhagia, speech disorder and feeling abnormal outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, feeling abnormal, menorrhagia and speech disorder with essure. The reporter commented: she is now in need of a partial hysterectomy due to a perforated fallopian tube. Most recent follow-up information incorporated above includes: on 22-may-2019: medical records received. Lot number added. Reporter information, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5074474) on 01-feb-2018. The most recent information was received on 06-jun-2019. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('perforated fallopian tube') in a female patient who had essure (batch no. 627751, 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with abdominal pain lower, menorrhagia ("heavier menses"), speech disorder ("irregular speech") and feeling abnormal ("brain fog"), 8 years after insertion of essure. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menorrhagia, speech disorder and feeling abnormal outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, feeling abnormal, menorrhagia and speech disorder with essure. The reporter commented: she is now in need of a partial hysterectomy due to a perforated fallopian tube. Lot number: 627432, manufacture date: 2008-06, expiration date: 2010-06. Lot number: 627751, manufacture date: 2008-08, expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5074474) on 01-feb-2018. The most recent information was received on 22-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('perforated fallopian tube') in a female patient who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with abdominal pain lower, menorrhagia ("heavier menses"), speech disorder ("irregular speech") and feeling abnormal ("brain fog"), 8 years after insertion of essure. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menorrhagia, speech disorder and feeling abnormal outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, feeling abnormal, menorrhagia and speech disorder with essure. The reporter commented: she is now in need of a partial hysterectomy due to a perforated fallopian tube. Amendment: the report was amended for the following reason: amendment was performed due to wrong source document in previous follow up 2 thus lot number, reporter information , patient date of birth was deleted. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.